Manufacturer narrative:
Plant investigation: the sample was returned to the manufacturer for physical evaluation. A visual inspection of the returned power supply found thermal damage to varistor (rv1) and soot on the back of the power control board (p/n 190937). There is no other damage found on the power control board, and power supply. The power supply was installed (in as-received condition) onto a test machine for testing. No problems were encountered during the initial power up. Dialysis mode functioned properly without any failures. A self-test program completed without any failures. Varistor (rv1) was replaced on the power control board for retesting. No problems were encountered during power up. Dialysis mode functioned properly without any failures. A self-test program completed without any failures. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A fresenius field service technician (fst) was called onsite after a user facility biomedical technician (biomed) reported that a 2008t machine caught on fire and produced smoke and black soot was identified within the card cage. Additional information was obtained during follow-up with the biomed and fst. The staff reported to the biomed that a flame was visually observed coming from the vent of the 2008t machine that turned into black smoke. The biomed stated that the reported event occurred while the machine powered off but plugged into the wall outlet. The machine was unplugged from the wall outlet and the smoke was blown away to resolve the reported issue. The fire and smoke coming from the machine did not trigger the facility smoke detectors. Use of a fire extinguisher was not required. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported issue. The biomed confirmed that the machine has approximately 1,029 hours and that the power supply is the original fresenius part on the machine. The biomed stated that the power supply was replaced, which resolved the machine issue, and that the machine is back in service without any issues. The fst stated that upon evaluation black soot was visually confirmed within the card cage of the 2008t machine. The fst stated noted a blown capacitor on the power control board of the power supply. There was no damage observed on any other components, or any other additional issues, associated with the power supply. The sample was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite after a user facility biomedical technician (biomed) reported that a 2008t machine caught on fire and produced smoke and black soot was identified within the card cage. Additional information was obtained during follow-up with the biomed and fst. The staff reported to the biomed that a flame was visually observed coming from the vent of the 2008t machine that turned into black smoke. The biomed stated that the reported event occurred while the machine powered off but plugged into the wall outlet. The machine was unplugged from the wall outlet and the smoke was blown away to resolve the reported issue. The fire and smoke coming from the machine did not trigger the facility smoke detectors. Use of a fire extinguisher was not required. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported issue. The biomed confirmed that the machine has approximately 1,029 hours and that the power supply is the original fresenius part on the machine. The biomed stated that the power supply was replaced, which resolved the machine issue, and that the machine is back in service without any issues. The fst stated that upon evaluation black soot was visually confirmed within the card cage of the 2008t machine. The fst stated noted a blown capacitor on the power control board of the power supply. There was no damage observed on any other components, or any other additional issues, associated with the power supply. The sample was returned to the manufacturer for physical evaluation.